Event description:
Seat lift mounting bolts sheared off.

Manufacturer narrative:
Emc has attempted to contact customer several times by telephone. A letter has been mailed in an attempt to speak with him directly. The service center had contacted the customer and established an appointment. The day prior to service the customer did not return calls to confirm the appointment, service is pending a return call from the customer.